Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was approximately 110-160 mg/dl. Reportedly, the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.